Event description:
It was reported that the patient's audiologist confirmed, that the patient needs to undergo repositioning surgery, as the implant is currently awkwardly placed or "seated incorrectly". It was stated that the internal device has been placed too close to the pinna.

Manufacturer narrative:
The device has not been explanted, revision surgery is planned to re-position the implant package.